Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leakage occurred through a small hole in the tubing. There was no report of any patient impact. The following information was provided by the initial reporter: it was reported by the customer that blood leaked from a hole in the tubing. Customer was able to obtain a full draw.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leakage occurred through a small hole in the tubing. There was no report of any patient impact. The following information was provided by the initial reporter: it was reported by the customer that blood leaked from a hole in the tubing. Customer was able to obtain a full draw.

Manufacturer narrative:
Material no. 367324 batch no. 2063807 bd received 50 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for cut tubing (leakage) with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cut tubing (leakage). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.